Manufacturer narrative:
The device was evaluated by olympus and it was determined the scope socket locking mechanism was not functioning properly, likely attributable to excessive stress to the video connector socket. Replacement of the scope socket was required in order to resolve the problem. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
Upon return of the olympus, model cv-170, video system center, to olympus, an inspection was performed and it was noted that the video connector was broken. There was no problem associated with the returned device reported to olympus. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it is likely that damage to the scope lock, caused by by external force or wear, led the phenomenon. The following verbiage is identified within the instruction manual, which may prevent the phenomenon: "important information - please read before use: do not apply excessive force to the video system and/or other instruments connected. Otherwise, damage and/or malfunction can occur."